Event description:
A report was received that the pt is having pain on his pocket site. The physician has decided to explant the ipg, and tunnel the leads to the left side. The physician will not implant a new ipg to make sure the pt does not develop an infection. The explant procedure has not been scheduled yet.